Event description:
Literature: ooi yc, saulino m, williams ka, jr., sharan a. Observational analysis of successful reimplantation of explanted intrath ecal drug delivery systems: a case series. Pmr : the journal of injury, function, and rehabilitation. Feb 2011;3(2):175-178. Doi: 10.1016/j.pmrj.2010.08.004. Summary: the authors reviewed 274 implant procedures that were performed involving 166 new patients. They examined patients who initially experienced infectious complications requiring intrathecal drug delivery system (itdds) explantation between (B)(6) 2001 and (B)(6) 2009. Reportable event: the authors report on a (B)(6) male with a spinal cord injury who was originally implanted on the left abdominal side (subcutaneous). The device was explanted due to incisional dehiscence; the patient was reimplanted 26 months later on the right side (subcutaneous). The patient experienced a wound dehiscence secondary to trauma and was subsequently reimplanted 14 months later on the right buttock (subfascial) with no further complication at 42 months.